Event description:
It was reported that the tube was leaking onto the pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A service device history review was performed, and the current problem was found not to be related to a previous repair of the pump within the last 12 months. Corrected data: h6 and h10.